Event description:
It was reported that the right ventricular lead was capped and replaced during normal device replacement procedure on (B)(6) 2017. The lead was capped due to high ventricular thresholds. The high threshold caused the device battery to have fast run down time due to the required output settings for pacing. The lead was successfully replaced. The patient was good post procedure.